Event description:
The sheath incident occurred in 2009. Pmh: bilateral femoral popliteal ptfe bypass grafts. Access into rfa for left leg intervention. The physician attempted to place raabe sheath from rfa access up and over for left sfa intervention. Had difficulty advancing sheath beyond aortic bifurcation because of the scar tissues in the right groin from previous surgery. The sheath would advance to the level of the aortic bifurcation; however, would not advance any further; possibly due to the possibility that the wire had gone through the intricacies of the stent and sheath, preventing advancement. The sheath was left in place. The raabe sheath started to pull out of the right groin. It was noted that there was slight tension and the sheath snapped in half. A segment of the sheath, which had been torn off, was outside of the body and there was excessive bleeding. The wire had been previously removed. Therefore, a wire was passed through this, a broken off sheath which was approximately 10 cm outside of the body and the wire was advanced into the abdominal aorta. Then, using the wire and sheath as 1 unit, an attempt was made to slowly pull the sheath out. There was significant tension still on the sheath from the scar tissues from previous surgery and as the sheath was coming back out, still about 5 cm left in, the sheath was torn off at this time. This happened below the skin level. There was no access to the end of the sheath, which had been left behind. The patient required surgical repair to remove sheath.

Manufacturer narrative:
This product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. In addition, an instruction for use, (IFU), lists as a precaution, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Although not definitive, patient anatomy may have contributed to the cause of this failure mode. We are aware of the potential for occurrence regarding material separation. We are continuing our monitoring of similar complaints.